Event description:
Patient reported a left side "pain" and "elevated white blood cells." Device has been explanted. Patient¿s representative reported the following: removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, increased risk of alcl, explant, capsulectomy, evaluation for alcl, significant scarring, disfigurement, swelling, pain, numbness/tingling, chronic inflammation, swollen lymph nodes, fatigue, insomnia, significant weight gain/loss, rashes, itching, contracture, depression, anxiety, irritable bowel, chronic headache, reflux, diarrhea, nausea; aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing. The patient has never been diagnosed with bia-alcl. The events of fatigue, insomnia, significant weight gain/loss, rashes, itching depression, anxiety, irritable bowel, chronic headache, reflux, diarrhea, nausea; are not considered device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphadenopathy concern for textured breast implants, scarring, disfigurement, swelling, pain, numbness/tingling, chronic inflammation, swollen lymph nodes, fatigue, insomnia, significant weight gain/loss, rashes, itching, contracture, depression, anxiety, irritable bowel, chronic headache, reflux, diarrhea, nausea.